Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting oversensing. Review of the stored electrograms revealed inappropriate shock and pacing inhibition.